Event description:
It was reported that the scope had no image. The issue was found during preparation for an unspecified procedure. The intended procedure was completed with a similar scope, with no patient harm or clinical impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported image issue; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the distal end adhesive is worn, the down angle is not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.